Event description:
The customer reported an issue with her freestyle flash blood glucose meter which suggest the memory overwrite malfunction has occurred. The customer reported that because of the malfunction she "was unable to her blood sugar" and also that she "took humalog to counteract the event". The customer reported having the following symptoms: "clammy skin, getting hot and feeling kind of nauseated". No third party medical intervention was reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A f/u report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.